Event description:
It was reported that the lead alert triggered, and the atrial lead exhibited low impedances. The lead alerts were reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935, implantable tachy lead, (B)(6) 2010. (B)(4).